Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported thrombosis and elevated ldh could not conclusively be determined through this evaluation. The reported thrombosis could not be confirmed through this evaluation as no images were submitted and no product was returned. The patient remained ongoing on heartmate ii lvas, serial number, (B)(6), until they expired on (B)(6) 2021 (refer to MFR# 2916596-2021-01022). The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 19may2015. The heartmate ii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The patient care and management section provides information on anticoagulation, including recommended inr values. This section also outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related manufacturer report number #2916596-2021-01022 no further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had pump thrombosis, resulting in pump exchange on (B)(6) 2021. Lactose dehydrogenase (ldh) was increased and random-access multiphoton (ramp) echocardiography (echo) showed poor left ventricle emptying. The thrombus was visible upon removal and the patient is currently post-operative in the intensive care unit. The exchanged pump vad-58620 was not returned for evaluation.